Event description:
During a bilateral knee surgery, the surgeon implanted in the right knee a tibial compnent with an articulating surface not compatible with the already implanted femoral component. The surgeon while performing surgery o the left knee realized the error. The non-comparable articulating surface tibial component was explantded and the correct articulating surface tibial component was implnated without incident. This event increase the operating time by 17 minutes. Surgery was completed uneventfully.